Event description:
It was reported that during implant procedure, this pacemaker device was observed to have received an alert that indicated high out of range impedance measurements on the right atrial (ra) and right ventricular (rv) leads. It was noted that the leads were non-boston scientific products. The daily impedance measurements were reviewed and found to have measurements from about 10 days prior to the device being implanted. It was determined that the device had been out of storage mode prior to implant which led to the false high out of range impedance measurements recorded. The presenting electrogram (egm) shows appropriate right atrial (ra) land right ventricular (rv) sensing and ventricular capture was confirmed. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported during a follow up clinic visit, the health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm) due to concerns of oversensing noise, pacing inhibition and possible loss of capture (loc) on the non-boston scientific right atrial (ra) and right ventricular (rv) leads. The hcp noted that the patient had reported experiencing palpitation symptoms. Upon review, the presenting egm showed the non-boston scientific rv lead exhibited oversensing noise with pacing inhibition with a sudden increase in pacing impedances from 429 to 971 ohms. Ts noted possible loss of capture (loc) on the non-boston scientific ra lead but could not see any oversensing on the events reviewed. Ts discussed with the hcp programming optimization options. At this time, the pacemaker and non-boston scientific ra and rv leads remain in service. No additional adverse patient effects were reported. This device was not returned for analysis. Pi analysis was completed on the device using available information. The allegation(s) in this complaint have not been confirmed as the product has not been returned for analysis. No device issues are indicated based on available information.